Event description:
Technician alleged that all brake casters swivel around when the brake is engaged. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.